Manufacturer narrative:
The limitations section of the package insert states: "weak examples of other clinically relevant antibodies, including passively administered anti-d, may fail to react by capture-r ready-screen, even though the antibodies were detected by an alternative technique."

Event description:
Customer reported unexpected negative reactions for a patient tested on the echo using capture-r ready ID. The sample appeared to have positive wells that were interpreted as negative for an antibody ID.